Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds. An x-ray was performed and a dislodgment was founds. Reasonable evidence suggest the dislodgment might have caused the elevated thresholds, as sub optimal placement could impact electrical measurements. This lead was then repositioned with success. No additional adverse patient effects were reported.